Event description:
Technical services received a call on (B)(6) 2011. Caller stated that they're extracting this ra lead today. Lead is not infected but appears to be pending erosion. Dr.(B)(6) will be extracting. The patient is not infected. Also, currently there is no ra capture at maximum output but there's no symptoms from that. Procedure will be at (B)(6) hospital. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).